Event description:
While correlating a newly purchased hematology analyzer -abbott cell -dyn emerald-, we, the lab tech's of (B) (4) clinic-s- could not consistently obtain a low control value in the established range of the control products hemoglobin. Abbott service technicians could not find the problem. They said as long as it is in a two sd of the machines actual mean of the low control product it is, in abbott's opinion, a usable analyzer. One significant detail regarding control products abbott seemed to ignore is the fact no values of the control products were above the mean. Abbott disagreed with our opinion about the accuracy of pt results when the control product results were not in an acceptable range. (B) (4) clinic-s-is in the process of returning the two analyzers that we were purchasing. The fact that two machines had same problem is, in my opinion, significant. Comparison with peer group data also showed (B) (4) analyzers had problems. Dates of use: (B) (6) 2010 - (B) (6) 2010.